Event description:
As it was reported by the affiliate: according to the article published on the (B)(6)newspaper "(B)(6)" on (B)(6) 2009 and the information received by our sales rep. A female patient of (B)(6), with a history of lupus erythematosus and dialysis, underwent an angiography for dilatation of tibial artery of right leg. The patient returned (3) days post procedure to hospital with very serious pain and leg freezing sensations. Five days post procedure the patient had her right leg amputated at thigh level for serious thrombosis. After the operation the surgeon noticed that the femoral artery was blocked by a foreign body. The unidentified foreign body (the protective sheath of the catheter balloon???) Had been left in the artery, causing the artery thrombosis. The foreign body in the femoral artery was retrieved and it's kept by the authority. The sanitary direction of the hospital would like to carry out a "test" using an introducer 4f and a guidewire and a sleek balloon in order to see if it is possible to introduce the balloon with its protective sheath. The hospital is asking us to assist them during this test.

Manufacturer narrative:
The complaint received states that during an interventional procedure a part of a sleek balloon was accidentally left in the patient's body and the patient developed arterial thrombosis of the leg that ended with amputation of the limb. As it was reported by the affiliate: according to the article published on the (B)(6) newspaper "(B)(6)" on (B)(6) 2009 and the information received by our sales rep. A female patient of (B)(6), with a history of lupus erythematosus and dialysis, underwent an angiography for dilatation of tibial artery of right leg. The patient returned (3) days post procedure to hospital with very serious pain and leg freezing sensations. Five days post procedure the patient had her right leg amputated at thigh level for serious thrombosis. After the operation the surgeon noticed that the femoral artery was blocked by a foreign body. The unidentified foreign body (the protective sheath of the catheter balloon???) Had been left in the artery, causing the artery thrombosis. The foreign body in the femoral artery was retrieved and it's kept by the authority. The cordis corporation distributes this device and as such the original manufacturer, clearstream, is responsible for the analysis and reporting of the complaint. Per clearstream: an RMA number was assigned for the product to be returned, (B)(4). The sleek 2.0mm x 120mm x 150cm unit was not returned to clearstream technologies ltd. A member of the product development engineering department and a member of quality reviewed the manufacturing documentation for this lot and no anomalies were recorded in the lot history record. In addition to this documentation review, experimental analysis of the max outer diameter of the sleeve in comparison with the max inner diameter of the introducer confirms that the protective sheath could not have passed through the introducer. No further information has been provided to the distributor or the manufacturer regarding this incident. The component that was found inside the patient has not been provided to the manufacturer for analysis or investigation, therefore no further root cause analysis or conclusions can be made. An incident report was submitted to (B)(6) on (B)(6) 2009. The complaint of foreign body accidentally left in the patient and arterial thrombosis of the leg were investigated; however, without the return of the complaint device the investigation is limited. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information does not suggest what other factors may have contributed to the reported events. After an internal review of our current quality agreements with our external manufacturing partners it was determined that (B)(4) is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.